Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high pacing impedance and failure to advance the guidewire completely into the lead. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.